Event description:
The patient appeared in the emergency room with headaches. The doctor examined the patient and felt that there was fluid around shunt. The valve was reprogrammed but there was no improvement in the patient's condition. Surgery was performed and when the doctor lifted the shunt they found fluid flowing freely out of the back of the device. The csf traveled down and followed the path of the distal catheter from the shunt. The device was explanted and replaced.